Event description:
It was reported that the patient was felt ¿burning¿ in the patient¿s back and that their implantable neurostimulator (ins) was turning on and off after an MRI was performed within the last 6 months. It was noted that the MRI was performed without first contacting the manufacturer or manufacturer¿s representative before the MRI was performed. It was also noted that the patient had radiation treatment. It was unclear if the burning occurred with the ins system on or off. Additional information received on (B)(6) 2008 reported that the ins system was still implanted in the patient but was turned off due to the leads being damaged from an MRI. Further information received on (B)(6) 2011 reported that the patient¿s ins was ¿burned out¿ following an MRI on 2006. The patient now relied on oral medications to treat their pain. The patient was going to follow up with the healthcare professional (hcp) regarding possible explantation of the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l59055, implanted: (B)(6) 1999, product type lead; product ID 3487a, lot # l59055, implanted: (B)(6) 1999, product type lead; product ID 7434-e, serial # (B)(4), product type programmer, patient; product ID 749851, serial # (B)(4), product type extension; product ID 3487a, lot # l59055, implanted: (B)(6) 1999, product type lead. (B)(4).